Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead extraction procedure to remove two active pacing leads (impl 2015, ra and rv) along with 2 inactive (capped) pacing leads (impl 2001, ra and rv) the patient experienced a perforation to the svc and the ra wall. The active leads were removed successfully and without complication. The capped ra lead was prepped with a lead locking device and removal was attempted with a tightrail device. The lead was detached from the cardiac wall, and the devices removed. At the point of removal of the tightrail from the vasculature, a tear in the superior vena cava (svc) and ra were identified. A bridge rescue device was used in attempts to rescue the patient, but was unsuccessful. The patient did not survive this intervention.